Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit shut off due to aging of the board. The unit was not repaired and was removed from service.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit had an error code #2. The pump was replaced. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.